Event description:
The patient (B)(6) received an scs system including a percutaneous lead on (B)(6) 2011. It was reported the patient's therapy was not effective, and he was feeling stimulation at the ipg site. Surgical intervention was undertaken on (B)(6) 2011 to replace the patient's lead. No further issues have been reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.